Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: a. How was the cement prepared for use after pouring the ampoule into mixer, closed and tightened the lid, the blue handle of the cement kit mixing device wasn¿t working, not able to push nor pull. B. What equipment was used to prepare/mix the cement? Vertecem v+ cement kit mixing device c. What was the timing to mix and the time between mixing and setting? More than 10 minutes. D. What equipment was used to deliver the cement? Did not use the broken cement kit as cement was not able to mix well. E. Can you provide the quantity used of the cement product? Did not use the broken cement kit as cement was not able to mix well. F. Please provide patient status/outcome? Used another cement kit set, patient status all good.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b14 (to capture DHR). Corrected: h3, g1 manufacturing site. H6 product investigation: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the blue handle was broken apart from the rest of the mixer component. Retain test was performed by the vendor, osartis. The result of the testing revealed no deviations of product code 07.702.016s, lot#: 4d53701; hence the a faulty product was excluded. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. Properly handling and attention to the approved use of the device diminishes the risk of failure. Surgical technique se_840448 rev. Aa was reviewed and the following relevant statement was found at page 17: use slow, controlled turning movements on the mixer handle to fill the syringe. As soon as the syringe is filled turn the valve of the stop-cock again (90°) towards the mixer. The ¿off¿ sign is directed toward the mixer, stopping the cement flow. To transfer cement, simply rotate the handle. Precaution: do not push. A dimensional inspection was not performed since it was not applicable to the complaint condition. A complete functional test can not be performed as the condition of the complaint can not be replicated. However, due to the observed state of the device an inability to transfer can be confirmed as the functionality of the broken component is affected. The overall complaint was confirmed as the observed condition of the vertecem v+ cement kit would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): product code: 07.702.016s, lot number: 4d53701, release to warehouse date: 17.apr.2024, expiration date: 01.apr.2027, supplier: (B)(4), manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: g4: device is not distributed in the united states but is similar to device marketed in the USA.

Event description:
It was reported the blue handle of the vertecem v+ cement kit was broken before mixing the cement on an unknown date. The procedure was completed successfully with a ten (10) minute delay using another cement kit. There no patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.. H11: corrected data: h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.